Manufacturer narrative:
The investigation determined that discordant reactive vitros cov2igg results were obtained from two patient samples and a discordant non-reactive vitros cov2tot result was obtained from one patient sample when tested using a vitros 5600 integrated system. The investigation was unable to determine the assignable cause of the discordant results. For sample 1 and sample 3 there was a non-specific antibody interference that has been ruled out as a potential contributor. The cov2igg result interpretation changed from reactive to non-reactive when the samples were diluted by the customer, per their protocol, for investigation purposes. This would suggest there is an unknown issue with the sample that is affecting only the cov2igg assay. For sample 2 the sample was treated using non-specific antibody blocking tube (nabt) and the results indicate there was an interferent in the patient sample that caused a false negative cov2tot result. A review of historical quality control results for both the vitros cov2igg and the vitros cov2tot assays indicate acceptable performance and a reagent issue is not a likely contributor to the events. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lots 0160 and 0165 or with vitros cov2tot lot 106. There was no indication of an instrument issue and it is not a likely contributor to the events. An ortho fe performed a system optimization but results from sample 3 did not change when comparing the results obtained pre and post service actions.

Event description:
A customer contacted their local ortho clinical diagnostics (ortho) representative to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results and a non-reactive vitros anti- sars-cov-2 total (cov2tot) result obtained from multiple patient samples when tested on a vitros 5600 integrated system. The vitros cov2igg results were discordant based on a non-reactive vitros anti- sars-cov-2 total (cov2tot) result from the same patient sample. Sample 1 cov2igg (lot 160) = 2.16 s/c (reactive) versus expected non-reactive. Sample 2 cov2tot (lot 106) = 0.70 s/c (non-reactive) versus expected reactive. Sample 3 cov2igg (lot 165) = 2.36, 3.67 s/c (reactive) versus expected non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg and cov2tot results were not reported from the laboratory. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of this event. This report is number 2 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).